Manufacturer narrative:
A ge service rep phoned the customer and resolved the issue. The customer indicated the system was then found to be operating as intended.

Event description:
The customer reported the system's joystick was inoperable. No reports of pt or staff injury.